Event description:
An (B)(6) female presented with to clinic a c/o of gait disturbance, who was doing well until 2 years ago when her legs just gave out. At that time she was taken to ed but no etiology was identified. After that the pt's gait and memory started to decline. She reported unsteadiness but no falls. The pt was referred for eval of nph and admitted for a lumbar drainage as part of the eval. Neuroradiology placed a spinal needle and catheter (medtronic edm lumbar catheter, open tip barium impregnated, 80cm) under sterile conditions but the catheter would not advancing past the needle tip. The catheter was removed intact. At the time, it was noted that a 1.5 mm region adjacent to the tip was torn. The team obtained images which did not reveal any catheter remnant. Of note, the catheter is radio-opaque. The neurologist aspirated csf from the spinal needle and no remnant were found. Repeat imaging again did not reveal any remnants in the thecal sac.